Event description:
Information received with return of the explanted device notes high lead impedance, capture and sensing anomalies. The patient has an extra 1st rib causing a lead fracture over time.~~~~~